Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. In the evaluation of omsc, it was found that the reported phenomenon was not duplicated. Also there was no abnormality inside the subject device. The exact cause of the reported event could not be conclusively determined, there was the possibility that this phenomenon was attributed to the temporary malfunction of the filter unit due to the aging deterioration for long-term use because the subject device had been used more than ten years since manufacturing. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
The subject device was returned to omsc for evaluation. However, the evaluation is in progress at this time. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that during an unspecified procedure with the subject device at the user facility, the front panel display of the subject device blinked. The user facility completed the procedure with the subject device. There was no report of patient injury associated with this event. The user facility did not provide other detailed information.